Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed deformations of the outer coil. Based on the symptoms, it is reasonable to assume that this damage resulted from the explantation procedure. In summary, deformations of the conductor coil were observed, which resulted most likely from the surgery explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This patient expired on (B)(6) 2014 and the cause of death was cardiac arrest and coronary artery disease. There are no known complaints against this system. Should additional information be received, this file will be updated.